Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A healthcare professional reported high voltage increases before and during excimer ablation procedures. Reporter indicated all procedures were completed with the use of the laser, and no patient harm was observed. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. No sample or additional information was received. The root cause of the reported event could not be identified by the investigation. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.